Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. A few defects were noted during the evaluation; however, these defects are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the relationship between the device and the positive culture cannot be confirmed. Growth of microorganisms were found through culture testing by the user after reprocessing. Additionally, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, growth of microorganism was confirmed. The following is included in the instructions for use (IFU): "reprocessing manual: 1.4 precautions: warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." A definitive root cause cannot be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Additional information has been received from the customer. Correction made to g2 other value. This supplemental report is being submitted to provide this information. Please see the updates in sections: b6, g2, g3, g6, h2, and h10. Customer provided information on their reprocessing. Pre-cleaning is performed by aspiration of water through operating and suction channel. And flushing performed in the auxiliary channel. Detergent used for pre-cleaning and manual cleaning is gisapet pearls 1%. In manual cleaning brushing is performed at instrument/suction channel, suction cylinder, instrument channel opening, and distal end and surrounding area. Disinfectant is not used in manual cleaning. The automatic endoscopy reprocessor (aer) used is cantel adv pass thru paa; detergent used with aer is intercept 0,5%; and disinfectant use with aer is intercept 0,5%. Device is stored in a drying cabinet of model number cantel endodry. Maintenance is done by olympus.

Manufacturer narrative:
Device results are available after being tested in an independent laboratory after reprocessing by olympus. Device is also evaluated this supplemental report is being submitted to provide this information. The results of the device culture test in an independent laboratory after reprocessing by olympus indicate that the reprocessing of the endoscope complies with the acceptance criteria of the guideline. No hygiene-relevant microorganisms above the target level were observed for the device. The particulars of the test are: instrument channel rinsing fluid: in 20 ml of the instrument channel rinsing fluid, growth of mesophilic, but not hygiene-relevant germs, are found below the limit value. Instrument channel rinsing liquid: no hygiene-relevant microorganisms are detected. Smear: no hygiene-relevant pathogens could be detected in the swab smear. The returned device was evaluated. There are no abnormalities found in the device that contribute to the customer reported issue of contamination. Other device issues found are: chipping off of the distal end rubber; distal end cap scratched; contacts on plug device corroded; angle values insufficient and angulation is tight; variable stiffness insufficient; handle shell scratched; and switch box worn. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Manufacturer narrative:
The requested data for personal information (initial reporter ) cannot be made available due to restrictions imposed by the EU general data protection regulation (gdpr, art. 44-49). Additional information, including test results, is not yet available for this event. The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as the information becomes available.

Event description:
As reported by the customer, the device had positive germ findings in instrumentation and suction channel when two tests were performed. There is no reported harm to any patient. The device is in quarantine.